Manufacturer narrative:
There was no patient information provided in the article. Date of event. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Sastry, s., nussear, d., gillespy, a., berger, k. Technical challenges of spinal cord stimulation lead placement in morbidly obese patients. Open anesthesiology journal. 2016. 10:8-11. Doi: 10.2174/1874321801610010008 summary: this paper aims to suggest techniques which may assist in solving commonly occurring difficulties in spinal cord stimulator (scs) placement in the morbidly obese patient. Reported events: one (1) morbidly obese patient with a spinal cord stimulator (scs) had wound dehiscence that eventually closed by secondary intervention. The patient had good relief from scs therapy resulting in successful analgesia. One (1) morbidly obese patient with scs had lead migration requiring revision of the scs placement. The patient had good relief from scs therapy resulting in successful analgesia. There was no specific device information provided in the article.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.